Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unknown high blood glucose levels which forced him to pull over while driving. The customer stated he had received a no delivery alarm from his insulin pump. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.